Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined and all results met the specified quality requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a mastopexy procedure on (B)(6) 2016 and suture was used. During the procedure, the needle was broken at the rear end just before the anchor. An x-ray was taken and the needle was not found . First try to retrieve the needle failed because part of the needle migrated in the pleura. The procedure was completed with another like device. It was reported that three fourths of the needle was retained in the pectoralis major muscle. On (B)(6) 2016 the patient had a thoracoscopic procedure/thoracotomy and the needle piece was removed. It was also reported that the patient had no consequential damages and currently feels well.